Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the deflectable videoscope had no image displayed. This malfunction occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s final investigation. Updated fields: b5, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the customer allegation was not confirmed. However, it is likely output signal wire was broken or had short circuit due to the kink. The electrical defect may have caused the even. The investigation could not identify the root cause. The suggested event is detectable and preventable by handling device in accordance with the following IFU. We confirmed that the event is detectable/preventable by handling the product in accordance with the following IFU. Ltf-s190-5 IFU: operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor the field performance of this device.